Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl without signs or symptoms of hyperglycemia. The alleged health event does not qualify as a serious injury. No additional information was provided and troubleshooting was unable to be completed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/22/2015 with the following findings: the last basal delivery and the last bolus delivery were on 04/09/2015. The daily insulin delivery totals correctly reflect user's programmed basal rates. A 24hr duration test was successfully completed with no eaw¿s duplicated. The pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Unable to duplicate the complaint.